Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. Visual inspection revealed there were two kinks and the valve was removed from the valve housing. An evaluation of retention samples from the reported lot as well as the surrounding lots manufactured was conducted. Visual examination of the samples confirmed there were no visual defects. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the available information, it is likely that the additional force from the improper removal of the dilator led the sheath to kink. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported sheath damage on the involved device. Follow up communication with the user facility confirmed the following information: this event happened during a simulated use case of the precision design validation; a doctor that was not familiar with the product tried to unscrew the dilator from the sheath and the sheath kinked; and there was no patient involvement, this was a tissue model.